Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was displaying a "pc" symbol without being connected to the computer. The reporter stated the patient had symptoms of "nausea" prior to the start of the alleged issue on (B)(6) 2013, at 3pm. The reporter denied the patient receiving any medical treatment in response to the alleged symptoms. There was no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.